Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: correction d4, h4: the device serial number was documented as (B)(6) in the initial medwatch report. The serial number (B)(6) has been updated accordingly. The device manufacture date was reported as october 6, 2015 in the initial medwatch report. The device manufacture date has been updated to august 23, 2019. The UDI has also been updated accordingly. UDI ¿ (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI : (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device had a worn bearing, sticky trigger, component damage, moving parts of the device were not moving smoothly, and the device would not run. It was further determined that the device failed pretest for check the incompatibility with lid of trs recon saw, check function of all modes with power module, check condition and function of triggers, and check for free movement. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.